Event description:
It was reported that the patient¿s pump had alarmed in the past due to a missed refill. The alarm was a single tone beep that went off every 10 minutes. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).